Event description:
On 09-jan-2026, a distributor reported via email that an ar-1588tnt acl fibertag tightrope abs implant broke while being tensioned. This was discovered during a quadlink procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 14-jan-2026: the broken tightrope was removed from the patient. A replacement ar-1588tnt acl fibertag tightrope abs implant was used to complete the case. The case was delayed for an unknown period to resuture the quadriceps tendon, and no additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the returned device (if available), photographs, videos, event description, and any additional field input arthrex has determined the most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.